Event description:
Subsequent information received stated that the event of coronary arteriosclerosis had an onset date of (B)(6) 2013, 1566 days post index procedure and tht per the death certificate the main cause of death is coronary arteriosclerosis with congestive heart failure, renal sufficiency, dementia and atrial fibrillation. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013 a death was reported with an unknown onset date and the cause was not reported. Additionally, on (B)(6) 2013 the subject experienced exacerbated acute congestive heart failure and worsening atrial fibrillation and on (B)(6) 2013 the subject experienced acute renal failure and paroxysmal atrial fibrillation. The relationship to the stent or stent procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of atrial fibrillation, renal failure, and death are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.